Manufacturer narrative:
A ge service representative performed an on site investigation. Tested several film mode kvp points. The system operated as intended. The system was placed back into service.

Event description:
It was reported that the film mode kvp measurements on the 2500 system were outside of the allowable specifications. There was no report of patient injury.